Event description:
It was reported that the pump unexpectedly shutdown. The customer¿s blood glucose (bg) displayed "high:.. Bg level was corrected with a bolus via the pump. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.